Manufacturer narrative:
The exact implant date is unknown; stated to be on or about (B)(6) 2009. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: cranial tip of ivc filter is tilted anteriorly abutting ventral wall of ivc, causal tip of the ivc filter abuts dorsal wall of ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: cranial tip of ivc filter is tilted anteriorly abutting ventral wall of ivc, causal tip of the ivc filter abuts dorsal wall of ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth), section b3 (event date: around (B)(6)2019), section b4 (event description), section d6 (implant date: confirmed initial report of (B)(6)2019), section b7 (relevant medical history), section d1 (brand name), section d4 (model, catalog, lot number, expiration date, and UDI number), section d11 (concomitant medical products: introducer needle, guidewire, dilator, catheters), section g4 (date received by the manufacturer), and section h4 (manufacturing date). Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes recurrent dvt while on anticoagulation therapy, and a pe (pulmonary embolus). A venogram was taken. The ivc filter was deployed at l3-l4. The procedure was completed with no reported complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to cranial tip of ivc filter is tilted anteriorly abutting ventral wall of ivc, causal tip of the ivc filter abuts dorsal wall of ivc. A CT scan approximately 10 years post implant identified filter tilt. Per patient profile form (ppf), the patient reports the cranial tip of ivc filter is tilted anteriorly abutting ventral wall of ivc and causal tip of the ivc filter abuts dorsal wall of ivc. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the patient has a history of recurrent dvt on anticoagulation therapy and suffered from a pe. The right femoral vein was accessed and a venogram was taken. The ivc filter was deployed at l3-l4 under fluoroscopic guidance. The procedure was completed with no complications and patient was said to be in stable condition. The following additional information was received per medical records: the patient underwent a CT scan approximately 10 years post implantation which identified the filter tilt. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 10 years post implantation. The patient reports the cranial tip of ivc filter is tilted anteriorly abutting ventral wall of ivc and causal tip of the ivc filter abuts dorsal wall of ivc.